Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The issue was resolved by replacing the transformer. Based on prior investigations, it was concluded that the transformer was defective due to disconnection of the thermal fuses caused by damage of the epoxy sealant near the lead exit point. Corrective actions to correct the verified issue were implemented during (B)(6) 2019. The root cause was traced to the manufacturing process at the supplier's site. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the compressor did not switch on. There was no patient harm. Manufacturer's ref.#: (B)(4).